Manufacturer narrative:
The insulin pump was received with a scratched case and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now after a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.